Event description:
A friend of the patient reported that he was assisting the patient out of bed at 9am on in 2007, and she "dropped to the floor". Her blood glucose measured 46 mg/dl. At 9:30am, the patient's friend called for an ambulance and the patient was taken to the hospital. At 9:45, the patient's blood glucose measured over 400 mg/dl. She then began to hallucinate and at 11:30am, the patient became unconscious. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.